Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had stopped working. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump stopped working. It was reported that the during rewind the insulin pump stopped working. The insulin pump will not be returned for analysis.